Manufacturer narrative:
(B)(4) - lens work order search. Results: visual inspection of the returned product found piece of one plate haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found within the same work order. (B)(4).

Event description:
The reporter stated the tech removed a aa4203tl toric optic silicone single piece lens out of the lens tray and was in the process of loading the lens into the cartridge using forceps when it was noted that the lens was torn. Reporter stated the lens was received torn/defective. There was no pt contact.